Manufacturer narrative:
This correction report is being filed to update, patient and device codes. The inclusion of patient code 3191 denotes the cardiopulmonary resuscitation that was performed to resolve the arrhythmia.

Event description:
It was reported that this patient was admitted to the hospital following two appropriate shocks delivered for ventricular fibrillation. While the patient was in the hospital, they once again experienced an arrhythmia that the health care provider reportedly felt should have been treated with a shock. No shock was delivered and cardiopulmonary resuscitation was performed, which converted the rhythm. Review determined that the patient's rhythm had fallen outside of the device's programmed zones for therapy delivery. Device programming was adjusted to better meet the patient's needs. No additional adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
(B)(4). As no additional information regarding this event is expected, our investigation is complete. This record will be updated if additional information becomes available.

Event description:
It was reported that this patient was admitted to the hospital following two appropriate shocks delivered for ventricular fibrillation. While the patient was in the hospital, they once again experienced an arrhythmia that the health care provider reportedly felt should have been treated with a shock. No shock was delivered and cardiopulmonary resuscitation was performed, which converted the rhythm. Review determined that the patient's rhythm had fallen outside of the device's programmed zones for therapy delivery. Device programming was adjusted to better meet the patient's needs. No additional adverse patient effects were reported. The device remains in service.